Event description:
This product is albumin in a glass bottle. In order to utilize the hanging device, the package insert must be peeled back. Nursing staff are getting injured while peeling up the plastic hangers -i.e. Ripping nails, scrapping fingers, or jamming under nails. This has occurred several times, involving numerous nurses.